Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. Additionally, it was reported that an occlusion occurred. Customer¿s blood glucose was 130 mg/dl. A cartridge change was performed to address the issue.